Event description:
A malfunction was reported with the code "malf 0," which affected the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming the shipping address and providing instructions for returning the faulty pump using a pre-paid label. The customer switched to multiple daily injections as a backup therapy to ensure continued insulin delivery.